Manufacturer narrative:
This report is submitted on may 23, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). The patient also developed an infection in the ear canal and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november 17, 2023.